Event description:
A piece of a laparoscopic bowel grasper broke off while inside the patient's abdomen. The broken piece of grasper was kept under direct visualization and another instrument was placed to remove it. The broken piece was removed without incident through the 8mm port. Diagnosis or reason for use: right lower quadrant pain and suspected spontaneous abortion.